Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached close to the site location while having dinner. The site location was on the right side of the patient's thigh and the pump was in the side pocket. The infusion had been used for 2 hours and they were stored in the room. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.